Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Examination of the returned instrument confirmed one of the two grasp features has broken off. The broken off fragment was not returned. The initial reporting stated no pieces of the device were left in the patient. The fracture surface is consistent with a low stress high cycle fatigue. The other tip exhibits deformation, also consistent with fatigue. The instrument was used beyond its intended life. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that one of the ends of the global adv anti-rotation peg grasper broke off during removing one of the pegs. The piece was found, and disposed of. No surgical delay.